Manufacturer narrative:
The events of seroma late and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was seroma and lymphoma. Further information from the reporter regarding event, product, patient, or physician details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory affairs reported right side seroma, suspected to be lymphoma alcl. Markers of cd30+ and ¿abdorma t cells¿ were reported. The device has been explanted.